Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1, re-test: 4.9, re-test: 6. Nurse states that the first sample was hard to obtain, but the following tests were easy. Used different fingers for each test. Nurse unable to provide any pt or technique info because she did not test the pt.

Manufacturer narrative:
Investigation pending.